Event description:
During an ablation procedure using a therapy cool path ablation catheter, the irrigation port of the catheter leaked. The device was exchanged to complete the procedure. There were no consequences to the patient.

Manufacturer narrative:
One therapy cool path ablation catheter was returned for evaluation. Visual inspection revealed no anomalies. Saline was noted to be leaking from the handle of the catheter. There was no leakage from the luer extension tube. Further testing revealed damage, resulting in a leak, to the fluid lumen at the distal tip of the catheter. The catheter met specifications prior to release from sjm manufacturing facilities as supported by the device history record. A quality improvement project was implemented after the device was manufactured to prevent the issue from reoccurring in the future.